Event description:
During service testing, the baxter repair technician reported depleted batteries. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.